Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that, during attempted implant, the patient's right ventricular (rv) lead could not be placed by the physician because it was "too floppy." The rv lead was removed and replaced with a shorter lead. No patient complications have been reported as a result of this event.